Manufacturer narrative:
The product was not returned for analysis. Updated information was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that indicated the mult-focal toric lens model was removed and replaced with a monofocal lens model. This information and provided details in the file may suggest that the replacement lens model (monofocal, non-toric) would be a better selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that post operatively the patient felt a moving cloud or wave in his vision. Vision was not clear, had difficulty with night driving, distance vision and near vision. Halos around lights, trouble seeing street signs during the day and distortion around bright lights. The patient experienced difficulty with reading; reading through a haze, eyes not converging, and letters moving around. Also reported severe headache following prolonged near work and sore, tired eyes. Convergence exercises were prescribed and performed without improvement. A pupil constricting drop was also prescribed which caused headache but increased contrast. Readers and pinhole improved near and distance vision. The patient relied on glasses and good lighting. The surgeon noted right eye and left eye ptosis aponeurotic and floppy lid, moderate vortex, keratopathy, dry eyes and dyslexia all played a role in the patient¿s symptoms. An iol exchange of the right eye was performed. Visual acuity and contrast improved.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported that following intraocular lens (iol) implantation after one to two years the lens was explanted due to the patient was unhappy with the side effect profile and was not able to get used to the phenomenon. Additional information was requested.